Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. As the inner cable has come out of the cable storage compartment. Causing when pulling the power cord out of the machine, cannot be pulled out .to fix the issue, the fse rearrange the power cord with the cord winder until the power cord can be pulled in and out normally. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) power cable cannot be pulled out of the unit. There was no patient involvement.